Manufacturer narrative:
A specific cause for the reported embolic stroke, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms were confirmed via the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The submitted controller event log file contained data on (B)(6) 2020 from 7:29:50 to 13:13:52. Throughout the captured data, pump power, calculated flow, and average pi ranged from 3.5-4.0 watts, 1.9-3.9 lpm, 5.0-12 respectively. There were numerous captured events where the calculated flow was below 2.5 lpm, resulting in 76 low flow faults and 17 low flow alarms. Despite these events, there were no other abnormal events ¿ the only other events were associated with pi events. The pump operated at or above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10sep2019. The heartmate 3 lvas IFU lists stroke, neurologic dysfunction, bleeding and arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, the heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had an embolic stroke. Patient does not appear to have any change in flows, power, pi. It is presumed that the source is the vad. Log file analysis captured persistent pi events in the beginning of the log and then starting (B)(6) 2020 at 12:28 low flow events started and continued for the remainder of the log file. Additional information stated that patient complained of left sided weakness, left facial droop and dysarthria. Patient had a proximal right m2 occlusion. The international normalized ratio (inr) was sub therapeutic at 1.6 on (B)(6) 2020 and a repeated check was 2.2. On (B)(6) 2020 a CT (computed tomography) head and neck angio were performed. There was hypodensity within the right insula, lentiform nucleus, and anterior limb of the internal capsule concerning for acute infarct. Punctate focus of hemorrhage in the left occipital lobe. Distal right middle cerebral artery (mca) m1 segment occlusion. Hypoplastic left vertebral artery with significant stenosis of the origin. No aneurysm in the intracranial and extracranial circulations. Bilateral pleural apical thickening and nodular opacities. On (B)(6) 2020 a CT head was performed. Evolution of infarcts involving the right insula, lentiform nucleus, and anterior limb of the internal capsule. No hemorrhage or new large territorial infarction. No brain herniation or hydrocephalus. Unchanged left occipital cortical hyperdensities, again may represent parenchymal versus subarachnoid blood products however stability is reassuring. Some of the symptoms were initially left sided weakness, and facial droop. The neuro deficits were improved back to baseline. Patient did have an event with maps (mean arterial pressures) in the 40¿s, blurred vision and lightheaded on (B)(6) 2020, due to low flows and ventricular tachycardia / non-sustained ventricular tachycardia (nsvt) on telemetry, gave 500ml bolus of ns to assist and returned to baseline. Patient restarted both acetylsalicylic acid (asa), (post repeat CT scan) and coumadin . An embolectomy was performed, patient restarted anticoagulation and continued to be monitored and discharged when patient was stable with follow up. Patient remains at (B)(6) health.